Event description:
It was reported that guidewire detachment occurred, requiring additional intervention. A rotawire drive guidewire was selected for procedure. During the procedure, the tip of the guidewire broke in the coronary artery. A piece of the guidewire remained in the coronary artery, requiring additional intervention. The patient had a coronary perforation. Procedure was completed and everything ended well for the patient.

Event description:
It was reported that guidewire detachment occurred, requiring additional intervention. A rotawire drive guidewire was selected for procedure. During the procedure, the tip of the guidewire broke in the coronary artery. A piece of the guidewire remained in the coronary artery, requiring additional intervention. The patient had a coronary perforation. Procedure was completed and everything ended well for the patient.

Manufacturer narrative:
Device evaluated by manufacturer: during product analysis it was observed that a portion of the spring tip was detached and did not return for analysis.